Event description:
It was reported that on an unknown date the patient fell off her bike. She sustained a left posterolateral elbow dislocation and other injuries. On (B)(6) 2024 the patient underwent open reduction and internal fixation of a closed displaced fracture of the radial head/neck, primary repair of lateral ulnar collateral ligament using local tissue, and open treatment of the elbow dislocation. A radial head fracture fragment was excised and the remaining radial head was anatomically reduced and stabilized using a 2.4mm locking compression plate. The lateral ulnar collateral ligament was repaired using a metal anchor and fiberwire. A CT scan on (B)(6) 2025 revealed that some volar fragments not included in the fixation appeared increasingly displaced. There was also concerned for possible loosening or infection at the lateral epicondyle anchor, along with small bony fragments in the posterolateral elbow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).